Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for high blood glucose (bg) levels. The customer reverted to using insulin injections and declined to provide further information regarding the hospitalization.